Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 53 mg/dl (aviva ii meter) and 175 mg/dl (compact plus meter). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.